Event description:
During a review of the scientific literature, stryker biotech became aware of a case of heterotopic ossification in a (B)(6) male pt who received op-1 on an unspecified date as part of a procedure to treat one subtrochanteric femur fracture. The adverse event was reported in the article "management of subtrochanteric femur fractures with internal fixation and recombinant human bone morphogenetic protein-7 in a pt with osteopetrosis: a case report", published in journal of medical case reports, 2010, 4:142, doi 10.1186/1752-1947-4-142. The authors stated that the femur fracture in the pt healed, but that they were uncertain to what degree the op-1 contributed to the successful outcome. In addition, the authors stated that the op-1 "may have also contributed to the formation of heterotopic bone around the fracture site". Add'l info will be requested.